Manufacturer narrative:
Pending evaluation.

Event description:
Coracoid fractured occurred when impacting the baseplate.

Manufacturer narrative:
The bone fracture reported was likely due to excessive impaction force when impacting the baseplate, which led to the coracoid fracture. However, this cannot be confirmed because the device was not returning for evaluation.